Event description:
A (B)(6) male pt contacted zoll customer support to report that the monitor would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn 07013858 has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the monitor would not fully power up. Upon investigation there was a broken solder connection at pin 3 of component j101, and sd card socket. The cause for the inability to fully power up was the broken connection. After the solder joint was reflowed, the monitor booted up with a service code 104. Once component j101 was replaced the monitor was fully functional. The root cause for the broke solder connection and defective sd card socket cannot be positively determined. No adverse event resulted from the defective sd card socket. The pt received a replacement monitor.